Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the malfunction resulted from the following stress applied to the insertion section: ¿ physical stress such as scratching or hitting the insertion section. ¿ chemical stress from conducting reprocessing not recommended in the instructions for use (reprocessing manual). ¿ stress from poor storage environment (e.g., direct sunlight, high temperature, high humidity, exposure to x-rays, ultraviolet rays, etc.). The event can be [detected/prevented] by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a leak from bending section cover. The issue was found during reprocessing. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: connecting tube had coating peeled. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a cut on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; connecting tube and plate had a dent; control unit had a scratch; light guide cover glass had a stain; and air/water leakage from the insertion tube/bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.